Event description:
It was reported that during a laparoscopic gastric bypass the surgeon applied the clip on the anti-mesenteric border of the jejunum for identification. The clip scissored and then it fell off. The surgeon then applied another clip and saw that it scissored and then fell off again. There was no pt consequence.